Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high as 580 mg/dl. The current blood glucose was 333 mg/dl. Customer also reported that, the cannula was bent. Customer was at work and does not have the time to discuss in detail the high blood glucose events and requested to call back when able to discuss these in detail. The insulin pump will not be returned for analysis.